Event description:
As reported by the field clinical specialist, during a right transfemoral tavr procedure with a 29 mm sapien 3 ultra resilia valve, the physician felt more resistance than normal when advancing the commander delivery system through the 16f esheath+. The resistance was noted between sheath shaft and sheath tip area, then the delivery system/crimped valve popped through the esheath distal tip, where the most resistance was met. During deployment of valve the distal balloon tip did not initially fully expand and caused a "flower pot" deployment. A longer deployment time was allowed until the distal balloon later filled and fully expanded the valve with no leak. No withdrawal difficulties were noted, and everything was removed in normal manner. The sheath was still fully intact at the end of the procedure, and valve and delivery system came out of distal end of esheath. No visible damage was observed to the sheath tip, but it did not exhibit the expansion break/separation as it normally does. There was no patient injury reported. The esheath+ was returned for evaluation. Pre-decontamination inspection was performed and it was observed that the distal tip fully torn radially and missing.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this event.

Manufacturer narrative:
A supplemental MDR is being submitted due to completed device evaluation. Sections b5, g6, h2, h3, h6 (health effect - impact code, type of investigation, investigation findings, investigation conclusions) and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The devices were returned for evaluation. The esheath+ was returned separately with introducer fully inserted and locked. Upon visual inspection it was observed that the liner was fully expanded, as designed. The esheath distal tip was fully torn radially and the distal tip was missing (not returned). The slant score line and c-marker band were present and partial liner delamination was observed along the torn edge of the tip. Due to the nature of the complaint, the axial and radial score lines were unable to be visualized, and no applicable functional testing or dimensional testing was performed. Imagery of the patient anatomy was reviewed and revealed the patient's right access vessel had presence of tortuosity and calcification; calcification was also present above the femoral bifurcation. The IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for difficulty advancing the delivery system through the esheath, sheath distal tip torn and separated were confirmed through returned product evaluation/imagery review. However, no manufacturing nonconformance was identified during evaluation. Review of fluoroscopic imagery showed constrained inflation of the delivery system balloon, expanding only on the proximal side followed by eventual expansion of the distal side, leading full valve deployment. Returned product evaluation of the sheath revealed a full circumferential distal tip tear indicating that the reported asymmetrical inflation was likely the result of separated tip impacting the inflation profile due to it being retained on inflation balloon/crimped thv. Previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath distal tip upon system advancement through distal sheath. As such, it is possible that improper tip expansion contributed to the experienced system advancement resistance, distal tip tear, and the distal tip separation. A definitive root cause is unable to be determined at this time. However, available information suggests that factors related to the manufacturing process (improper tip expansion) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, during a right transfemoral tavr procedure with a 29 mm sapien 3 ultra resilia valve, the physician felt more resistance than normal when advancing the commander delivery system through the 16f esheath+. The resistance was noted between sheath shaft and sheath tip area. The delivery system/crimped valve "popped" through the distal tip of the esheath +. During deployment of valve the distal balloon tip did not initially fully expand and caused a "flower pot" deployment. A longer deployment time was allowed until the distal balloon later filled and fully expanded the valve with no leak. The delivery system was withdrawn into the esheath+ without difficulties, and everything was removed in normal manner. There was no patient injury. Upon removal the esheath+ was still fully intact. No visible damage was observed to the sheath tip, but it did not exhibit the expansion break/separation as it normally does. The esheath+ was returned for evaluation. Pre-decontamination inspection was performed and it was observed that the distal tip fully torn radially and missing. The fcs clarified that the missing piece was not noted after the procedure. But per the physician during the recent follow up visit post tavr, the patient was noted to be doing very well since the procedure with no issues or complaints.